Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was used to dilate the lesion. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient. This device was exchanged with a 5mm peripheral cutting balloon (pcb). Blood flow was confirmed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The inner shaft was buckled 2mm ¿ 5mm distal of the bi-component weld. There were numerous kinks throughout the hypotube of the device. Microscopic examination revealed a 2.5cm longitudinal tear in the proximal end to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was used to dilate the lesion. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient. This device was exchanged with a 5mm peripheral cutting balloon (pcb). Blood flow was confirmed and the procedure was completed. No patient complications were reported and the patient's status was good.